Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 490mg/dl on (B)(6) 2018. Customer treated with insulin pump and manual injection. Customer¿s blood glucose was 340mg/dl at time of incident and current blood glucose was 344mg/dl. Drive support cap was normal. Customer also reports that insulin pump alarmed for no delivery during bolus or manual prime but further customer stated that insulin exited at qr. Customer performed high pressure test and passed. Customer was wearing insulin pump at time of hospitalization. Product will be return for analysis.